Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed two weeks later, during which a ballooning in the left cylinder was identified; therefore, the left cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed two weeks later, during which a ballooning in the left cylinder was identified; therefore, the left cylinder and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder had wear at a fold in the proximal end, middle, distal end of the cylinder. A leak test revealed that the cylinder had a bulge when inflated. The pump was microscopically inspected, leak and functionally tested. Under microscope observation, bodily fluid was found within the pump. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reported device allegations were confirmed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.